Event description:
The customer stated that segments were missing from the meter's display. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display.